Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Clinical tab on save to disk translation shows "???" For (B)(4) 2010.

Event description:
It was reported that a message appeared on the carelink observation that the cardiac compass program had "some invalid data." The device remains in use and no patient complications were reported as a result of this event.